Manufacturer narrative:
Driveline cable (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable revealed a break in the outer sheath of the driveline, confirming the reported event. A driveline sheath repair was performed to mitigate the condition reported. There is no evidence to suggest a device malfunction caused or contributed to the reported event. Per the instructions for use (IFU): the driveline remains implanted. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the perfusionist that this patient had a broken outer sheath near the pump plug.  A driveline sheath repair was performed per protocol. There were no reported pump stops and the patient was reported to have remained stable through the procedure.